Event description:
During a phacoemulsification procedure, the physician noticed fluctuation in the anterior chamber which resulted in a broken capsule. An anterior lens was implanted. There was no additional injury to the pt.